Event description:
It was reported that while using the zimmer 400ml compact evacuator after surgery, the device was activated on initial use and then the waste was discarded. On the second use, the device gave negative pressure when activated. As a result, the waste fluids back flowed in the direction of the wound site. The device was discarded the second day and another device was used. Add'l clinical f/u with the customer indicated that the nurse was unable to identify the amount of backflow and stated that the backflow went towards the wound drainage site direction but could not confirm if it reached the wound or not. The customer reported that no add'l treatment was conducted on the pt. There was no pt harm or delay associated with the event.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.